Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer¿s insulin pump had beep and display anomalies. The customer¿s blood glucose level was unknown. The customer's mother reported that they had crack on the pump and the display kept flashing and it would not stop beeping. It was reported that they had damage on the back of the pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional instruction. The customer was advised the pump will need to be replaced. The customer insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with a constant blank or white light on the display and constantly beeping due to vertical cracked lcd controller pcb1. Unable to verify missing segments display due to constant blank/flashing white light on the display. The insulin pump received with cracked select button keypad overlay. No damage found at the back of the pump.